Manufacturer narrative:
The device was received by covidien on (B)(4) 2014. It will be decontaminated, and sent to athlone for an investigation. (B)(4).

Manufacturer narrative:
(B)(4). After further review of this complaint it was determined that this is not a reportable event. A hair was found inside a package of an airway product. There was no patient involvement. There is no report of serious injury or death associated with this event. At this time this complaint does not meet the criteria for reportability.

Event description:
It was reported by a customer in (B)(6) that, a hair was found in the envelope where the endobronchial tube connectors were kept. There was no pt involvement.

Manufacturer narrative:
(B)(4). The returned device was inspected for the reported "contamination" issue. The reported condition was confirmed. The returned device was found to be contaminated with a hair-like fiber.